Event description:
It was reported that customer experienced damaged cartridges on two separate occasions over a two-week period, with damage located at cartridge o-ring while cartridge was being used for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, requested replacement cartridges, and technical support arranged for replacement to be added to existing order, with damaged cartridge unavailable for return.